Manufacturer narrative:
Complaint no: (B)(4). This report is for a patient who experienced peritonitis. The cause of the event was initially unknown; however, the result of the peritoneal culture was indicative of a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown; however, the result of the peritoneal culture was indicative of a break in aseptic technique. The patient was treated with vancomycin (dose, route, duration and frequency not reported) and another unspecified antibiotic (dose, route, duration and frequency not reported) for both the peritonitis and an unrelated condition. Dianeal therapy was ongoing. At the time of this report, treatment with antibiotics was ongoing and the patient was recovered from the event. No additional information is available.